Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint as the tube clamp was non-operational during functional testing. The frs replaced the tube clamp. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump tube clamp was sticking and would not lock at times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.